Event description:
It was reported that the customer experienced a bad battery connection. The customer stated that she changed the battery twelve times. The customer stated that sometimes the battery would work, but other times she would receive a bad battery alert. The customer stated that if she screwed the battery cap in all the way, it would lose connection. The customer's insulin pump had a blank display and, after unscrewing the battery cap a bit, the display came back on. Troubleshooting was done. The customer's blood glucose was 168 mg/dl. After inserting a new battery, the display returned. Advised customer to monitor the insulin pump. Advised a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.